Manufacturer narrative:
This report contains corrections to fields g3: bsc aware date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The patient went for an in clinic check and was informed that the minute ventilation (mv) featured had been disabled due to a signal artifact monitoring (sam) episode. Technical services (ts) advised the patient on performing a patient initiated interrogation (pii). A review of stored episodes determined that the right ventricular (rv) lead exhibited high out of range impedance measurements greater than 3000 ohms. It was also noted that the rv lead impedance measurements had increased gradually over time. Additionally, two stored pacemaker mediated tachycardia (pmt) were noted. A review of the presenting electrogram (egm) noted left ventricular (lv) channel noisy signals. Ts referred the patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information was received, the signal artifact monitoring (sam) episodes were due to false positive detection of atrial fibrillation (af). A follow up remote was performed, and no new findings were noted. It was also noted that there is no evidence of oversensing of the lv lead. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The patient went for an in clinic check and was informed that the minute ventilation (mv) featured had been disabled due to a signal artifact monitoring (sam) episode. Technical services (ts) advised the patient on performing a patient initiated interrogation (pii). A review of stored episodes determined that the right ventricular (rv) lead exhibited high out of range impedance measurements greater than 3000 ohms. It was also noted that the rv lead impedance measurements had increased gradually over time. Additionally, two stored pacemaker mediated tachycardia (pmt) were noted. A review of the presenting electrogram (egm) noted left ventricular (lv) channel noisy signals. Ts referred the patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information was received, the signal artifact monitoring (sam) episodes were due to false positive detection of atrial fibrillation (af). A follow up remote was performed, and no new findings were noted. It was also noted that there is no evidence of oversensing of the lv lead. This device remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted due to normal battery depletion. This device was returned and is pending analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The patient went for an in clinic check and was informed that the minute ventilation (mv) featured had been disabled due to a signal artifact monitoring (sam) episode. Technical services (ts) advised the patient on performing a patient initiated interrogation (pii). A review of stored episodes determined that the right ventricular (rv) lead exhibited high out of range impedance measurements greater than 3000 ohms. It was also noted that the rv lead impedance measurements had increased gradually over time. Additionally, two stored pacemaker mediated tachycardia (pmt) were noted. A review of the presenting electrogram (egm) noted left ventricular (lv) channel noisy signals. Ts referred the patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information was received, the signal artifact monitoring (sam) episodes were due to false positive detection of atrial fibrillation (af). A follow up remote was performed, and no new findings were noted. It was also noted that there is no evidence of oversensing of the lv lead. This device remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted due to normal battery depletion. This device was returned and is pending analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The patient went for an in clinic check and was informed that the minute ventilation (mv) featured had been disabled due to a signal artifact monitoring (sam) episode. Technical services (ts) advised the patient on performing a patient initiated interrogation (pii). A review of stored episodes determined that the right ventricular (rv) lead exhibited high out of range impedance measurements greater than 3000 ohms. It was also noted that the rv lead impedance measurements had increased gradually over time. Additionally, two stored pacemaker mediated tachycardia (pmt) were noted. A review of the presenting electrogram (egm) noted left ventricular (lv) channel noisy signals. Ts referred the patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information was received, the signal artifact monitoring (sam) episodes were due to false positive detection of atrial fibrillation (af). A follow up remote was performed, and no new findings were noted. It was also noted that there is no evidence of oversensing of the lv lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.